Event description:
It was reported by a customer complaint that the pt was seen in the ER for incidence of hyperglycemia. It was reported that the pt had a blood sugar of greater the 400 and was treated in the ER. Prior to release from the ER their blood sugar was 176. After arrival at home the pt's blood sugar again became elevated and was 403 upon return to the emergency room, topping out at 439. Reportedly site changes were performed durin the high blood sugars with no improvement. The pt alternates between 2 locations on their abdomen. The device will be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incident.